Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem (B)(4) has been completed. The reported problem (unable to charge a battery) has been confirmed. Upon investigation, the charger/modem was resetting. Upon investigation, the charger exhibited a failure at pld component u1003 and pxa component u104 on the c/a board. Additionally, the power supply brick was defective. The root cause for the u1003 and u104 failure could not be positively identified. The root cause for the defective power supply brick could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem (B)(4) and reported that the battery charger/modem was unable to charge a battery.